Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a lap tep inguinal hernia repair at the first strep while attempting to use dissection balloon, the balloon malfunctioned. A piece of the device came off on the sterile field. The balloon physically broke. The balloon disengaged from the trocar / sleeve. The valve seal disengaged. The sheath disengaged. Nothing fell into patient cavity. A second device was opened and used and performed as expected. No injury reported.